Manufacturer narrative:
Returned device was able to confirm the reported complaint. Evidence of reported problem in event log was found. During the evaluation of the device, the battery was refreshed by going through a full unloading-loading-cycle and it works again. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smith medical cadd-solis 2120 pump lost power despite battery charged. No adverse patient events reported.